Manufacturer narrative:
The device was returned to (B)(4) and is currently being returned to (B)(4) so that an engineering investigation can be performed. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The device was returned to resmed design house for an extensive engineering investigation. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the reported complaint could not be replicated in a normal use case scenario. The fault could only be replicated with the physical removal of the internal battery while the device is powered by external ac power. The most likely root cause of the reported complaint is an operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).